Manufacturer narrative:
The device was returned for analysis. The failure to cut was confirmed. A review of the manufacturing records revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no other incidents from this lot. The investigation determined the reported difficulties and treatment appear to be related to circumstances of the procedure. In this case, the condition of the device indicates the angle of the device during plunger depression caused the garage leaves to bind into the flex guide and the sheath resulting in the failure to cut. It is possible, the anatomical conditions of the vessel induced a steep trajectory. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that an arteriotomy closure of the left common femoral artery was attempted with a starclose device after an interventional percutaneous transluminal angioplasty (pta) procedure using a 6f sheath. Reportedly, friction was felt when advancing the thumb advancer and it became stuck after 2cm. The sheath split incorrectly. It was not possible to split the sheath further. Manual compression was used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.